Manufacturer narrative:
The exact root cause of the fungal infection is unknown. There was no device malfunction reported. The patient said that she did not clean the device regularly after each meal. The lack of proper cleaning of the device may have contributed to the event. The soundbite patient and physician ifus both give instructions to rinse the device after each meal and to clean foot particles from the device with a soft toothbrush. It was reported to the manufacturer that the patient experienced fungal infections while wearing the itm prior to the event; the fungal infections were treated by a dentist and believed to be resolved.

Event description:
It was reported on (B)(4) 2013 that the patient saw an oral specialist and was diagnosed, through initial clinical impression, with remnants of a fungal infection where the itm device is worn. The patient reported that she did not clean the itm according to the instructions for use. The patient was prescribed with clotrimazole to address the infection and nystatin to soak the itm. There was no device malfunction associated with the event and no further sequelae were reported. The device was not returned to the manufacturer.